Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep did not have access to the lead serial number. Rep reported not fully understanding why one lead had high impedances that made the programming oor. The rep reported her solution was to program the other lead that was still within normal limits.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient with a wireless external neurostimulator (wens). They were getting the settings cannot be delivered error message. This was a screen 59/out of regulation (oor) message. The rep tried having the patient change the batteries in the wens but that did not resolve the issue. The rep would meet with the patient later. The patient was at a 90 pulse width, rate of 1000 hertz, and they were at 1.6 ma but now they cannot get past 1.2 ma. Technical services reviewed to look at the impedance values and use the lowest ohms. They were using evolve settings on saturday and sunday. It was noted that the patient was at the end of their trial and was great until sunday. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the wireless external neurostimulator (wens) was disposed of and wouldn¿t be returned. The rep reported that the cause of the screen 59/out of regulation (oor) was high impedances on the lead that was programmed at that time. The rep reported that the patient¿s evolve bipole was moved to the other lead and resolved. The rep reported that the therapy resumed and she no longer had oor. No further complications were reported.